Manufacturer narrative:
This follow up report is being filed to relay corrected information. Initial medwatch notification date should have been mar 29, 2017.

Manufacturer narrative:
(B)(4). Concomitant medical products - m2a-magnum pf cup / pn us157856/ ln 658830, mallory-head stem/ pn 11-104213/ ln 129020, m2a-magnum taper insert/ pn 139254/ ln 684600. The device is available for return, but has not yet been received by manufacturer; however, an investigation has been initiated. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
Patient was revised due to pain and elevated metal ions approximately twelve years post implantation. During the procedure, the femoral head was removed and replaced and a dual mobility bearing was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the head for damage found an instance of heavy scratching along with discoloration and scuffing indicative of the standard wear pattern of the implant system which is likely due to the metal-on-metal articulation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.